Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
Received a medwatch user facility report (B)(4) on (B)(6) 2011. The hospital reported that during an endoscopic vein harvesting procedure, "the vasoview hemopro device, specifically the vein grasper, heated to the point of melting the plastic at the end of device. Device was placed on a plastic trough of the drape while waiting to be used. Device was attached to the power supply at that time with all appropriate power cords. Device alarmed, staff responded and began to smell burning. Source of smell was traced to this device and removed from field with no injury to staff or pt. Device power switch was recalled to have been left in the "off" position. Device sequestered. External power source to be checked. Other devices of same lot number pulled from stock as a precaution." Product status unk.